Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone15.3, cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels on ((B)(6) 2025). The patient's blood glucose levels reached 691 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea, dizziness and difficulty to breathing. The patient reports being in manual mode as the continues glucose monitor and pod would not pair due to not being compatible. Once at the hospital the patient was diagnosed with high blood glucose as well as pneumonia and an unrelated infection. The patient was treated intravenous insulin. The patient was in the hospital for 48 hours.